Event description:
It was reported that pt complaints of pain and "popping and clicking" noise. Pt calling to find out if his hip parts have been part of a recall. They have called their doctor's office and were given the name of his implant listed.

Manufacturer narrative:
An event regarding revision due to pain was reported. The event was confirmed. Inspection of the reported devices could not be performed as no items were returned. Device history review could not be performed as the reported devices were not properly identified. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.